Manufacturer narrative:
Analysis of the AED's log files identified that once a new battery was installed the AED functioned as designed and could stay in service. Analysis of the AED's log files did not identify a cause for the depleted battery.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.